Event description:
The device is not expected to be returned. The patient presented to the hospital with an inoperable brain tumor. The surgeon attached the ventricular catheter to the cerebrospinal fluid collection device in the 10-111 kti without removing the red end cap. This resulted in the system not draining. Sometine later the nurse treating this patient at the beside noticed the device was not draining and disconnected at the site. This resulted in a rapid flow of cerebrospinal fluid, potentially over draining the patient. Once the overdrainage was under control, the surgeon left orders to drain cerebrospinal fluid 6cm/h20. It can not be confirmed, if these specific orders were followed. Possible treatment included 6cm/h20 below the foramen of monroe is most likely what the nurse may have administered. The patient expired due to brain hemorrhage.